Event description:
Zoll customer support contacted an (B)(6) male pt to exchange his battery pack. The pt's flag files revealed battery charger fault flags on battery pack sn (B)(4). The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery charger faults) has been confirmed. As received, the battery would not charge when placed in the charger or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.